Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set had connection issues. The following information was provided by the initial reporter: the threaded connection is loose which has caused leaking to occur. Described that staff is now tightening the blue connector on the line before using it on a pt. This seemed to resolve the issue. Pt/clinician harm: no, just exposure to blood.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mp5313-c lot number 25059098 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.